Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-26 clinical (hcp, sdy): information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient shut the device off due to pain at the device site. This pain radiated into their right buttock and it was especially uncomfortable when they were sitting. The patient turned the device off on (B)(6) 2019 and the pain improved. The device was explanted and not replaced on (B)(6) 2019 and the issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's weight was provided. The device disposition was unknown. No patient complications were reported as a result of this event.